Event description:
It was reported that the pump has been stopping and starting back up in the last 8-9 months. One two different occasions the pump went dry; no alarms were heard. No pt symptoms were reported. The hcp indicated that the pt was an unreliable historian with respect to medical issues. The plan was to explant the pump in 2008. Initially, the pump was filled with morphine; it was subsequently filled with fentanyl and clonidine. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
.